Manufacturer narrative:
It was reported to abbott, a patient¿s ipg had reached end of life a few months earlier. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg was inoperable. Surgical intervention took place where the ipg was explanted and replaced. Effective therapy restored.